Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: median age among the patients was reported to 75 years. A3: 94% of the patients in the study was male. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. Literature citation: becker, d., riggi, m., wyss, t.r., jungi, s., weiss, s., kotelis, d., schmidli, j., bosiers, m.j. And makaloski, v. (2024). Indication and outcome of late open conversion after abdominal endovascular aortic repair. Ann vasc surg. 106, pp. 196-204. Doi:10.1016/j.avsg.2024.02.028. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. The corresponding author has been contacted in order to receive more information on the event and patient details. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed, publish online on may 27, 2024: becker, d., riggi, m., wyss, t.r., jungi, s., weiss, s., kotelis, d., schmidli, j., bosiers, m.j. And makaloski, v. (2024). Indication and outcome of late open conversion after abdominal endovascular aortic repair. Ann vasc surg. 106, pp. 196-204. Doi:10.1016/j.avsg.2024.02.028. This is a retrospective study of patients with infrarenal aortic aneurysms who underwent endovascular aortic repair (evar) between january 2004 and december 2020, and subsequently required open surgical conversion > 30 days post initial evar. The study included 31 patients and included devices from six different manufactures. Open conversion was performed after a median of 55 months (range 16-209) from the time of initial evar. One patient with gore® excluder® aaa endoprosthesis had the device explanted. Reasons for conversion included endoleak, migration, sac enlargement, rupture, limb thrombosis and claudication, however it was not broken down by device.

Manufacturer narrative:
Updated h6: updated investigation findings code to c20, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable. Gore has made multiple attempts to acquire additional information to classify a specific device problem, implant dates, device identification, patient details/treatment, as well as clinical perspective of the gore device in relation to the reported event from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation, therefore, a device evaluation could not be performed. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: surgical cut down, bypass or conversion.